Event description:
It was reported that there was a connection issue between the transfer set and the titanium adapter. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clamp function testing, clear passage testing and integrity of seal surface testing were all performed with no issues noted. The device was also tested with a lab uv flash device to make a connection with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received an the evaluation is in process. Should additional relevant information become available, a supplemental report will be submitted.